Event description:
When wire was placed into the hub of plastic catheter, the wire would not thread through the plastic. There was palpable resistance when physician attempted to pass wire through catheter.